Event description:
Patient sought emergency medical attention while actively wearing the pod on the leg for more than 48 hours. The event followed after a replacement of a pod. Although glucose levels showed some initial decrease, they remained elevated above 300 mg/dl. Attempts to administer a bolus were unsuccessful in lower the glucose levels and ketone readings fluctuated around 80%. Despite efforts to flush the system with water, ketone levels remained unstable, prompting the patient to visit the emergency room. The patient presented with symptoms of nausea and dizziness. During the ER visit, the healthcare provider administered intravenous fluids and conducted laboratory tests. No formal diagnosis was provided, though the presence of high ketones was noted, and the physician advised monitoring the condition closely. The visit lasted approximately three hours, and the patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.2. Hardware: iphone17.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"